Event description:
During the set up for a cardiopulmonary bypass procedure, the centrifugal control unit display went blank after 10 min of use. There was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.